Manufacturer narrative:
The lens was not implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the intraocular lens (model pcb00v +19.5 diopter) was partially delivered into the patient's operative eye. Reportedly, the device was pulled out and a back-up pcb00v was used successfully during the same surgical procedure. There was no patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/9/2018. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in the original folding carton. The plunger was observed in advanced position and the cartridge was correctly engaged into lower body of the pcb00v device. No assembly error and/or defect related to manufacturing process were observed. The pushrod overrides the lens. No residues of viscoelastic were observed. The reported issue was verified, but there was no indication of deficiency since there was no viscoelastic residue observed and the lens was overridden. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no additional complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.